Event description:
Home patient (hp) reports a hole in patient line tubing of homechoice set during treatment. Baxter technician assisted hp in ending treatment and instructed pt to noftify rn. Rn reports no pt injury or medical intervention required as a result of incident.